Event description:
It was reported that when reviewing the right atrial lead threshold trend, a spike was noted about one year earlier and then the threshold varied. It was later high on the trend, but when an in-office atrial threshold test was performed, it was within normal range. The physician was informed and the lead remains in use. No patient complications have been reported as a result of this event.